Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" was confirmed. During the pre-repair diagnostic assessment the device was found to have damage to the bearings and dried detergent residue on internal surfaces, indicative of improper cleaning. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
A report was received from USA stating the device overheated during surgery. No injury or med intervention occurred. There was no additional info provided.